Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the new implant of this right ventricular (rv) lead the lead dislodged. An x-ray no issues with the helix and no issues with pacing. A revision procedure took place and the lead was successfully repositioned. No additional adverse patient effects were reported.